Event description:
It was reported that the patient's implantable neurostimulator (ins) was at 2.6 v. The patient decided that he wanted his stimulator replaced at the same time that he was having another device replace. No replacement date was reported. It was reported that the patient was getting question marks (???) In the results when an impedance test was run. It was reportedthat contact #5 had an impedance of greater than 4,000 ohms. It was stated that impedance testing was done in february and contact #5 was greater than 4,000 ohms at that time as well. Additional information received reported that the patient saw a company representative on (B)(6) 2013 and that was when the high impedances were first noticed. It was stated that the representative was able to re-program the patient to get "good coverage" at that time.

Event description:
It was reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2013. It was stated that there was normal battery depletion. It was stated that the patient status after the device was removed was "recovered without sequela".

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly found. The battery was not in new condition.

Event description:
Additional information received reported that reprogramming was done in june as well as february to get around the high impedance. It was reported that a replacement was scheduled for (B)(6).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
Concomitant: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998cws, lot# n27349, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.